Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report#: 2134265-2018-00158. It was reported that balloon entrapment and removal difficulty occurred. The target lesion was located at the non-calcified right coronary artery (rca). A 3.50x20mm synergy ii drug eluting stent delivery system was advanced over a samurai guidewire with complete ease. The stent was deployed and post dilated with the stent balloon. While trying to pull the stent balloon out, it got caught on the samurai guidewire and was not able to come out of the guide catheter. The physician tried to take the wire out hoping it would release some of the stored tension but was unsuccessful. The whole system was removed together. It was noted that the balloon wrapped around the wire and stretched completely. No patient complications were reported and the patient's status was fine.